Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Comparing the usage sheets from (B)(6) 2018 and the prior surgery (B)(6) 2018, a 40f 0° insert was swapped out for the same catalog number, different lot.

Manufacturer narrative:
An event regarding revision surgery involving a trident liner was reported. The revision surgery was confirmed as a revision implant sheet was received. Method & results: device evaluation and results: not performed as product was not returned/ remains implanted. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including revision reason, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Comparing the usage sheets from (B)(6) 2018 and the prior surgery (B)(6) 2018, a 40f 0° insert was swapped out for the same catalog number, different lot.